Event description:
It was reported that the customer was using his third insulin pump within four months. The customer's blood glucose was unknown. The customer stated that they recevied a compromised force sensor system alarm. The customer stated that they were doing an infusion set change. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.